Event description:
Per the healthcare professional, the pt complained of decreased ability to hear with the device. An x-ray indicated that approximately 12 electrodes were outside of the cochlear. Revision surgery is planned but had not been scheduled as of the date of this report.